Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery. There was no report of tortuosity or calcification. The 2.5 x 20 mm nc trek balloon catheter was advanced and inflated to 12 atmospheres (atm); however, the device could not be inflated. The 3.5 x 15 mm nc trek balloon was then un-packaged; however, it was noted that the shaft was separated. The account could not remember if there was resistance noted during removal from the packaging of either device. There was no resistance noted during advancement or removal. The balloon catheters were prepared per the instructions for use, prior to use in the anatomy. A non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and found the distal shaft stretched, kinked. The protective balloon sheath was not returned. Functional testing revealed the balloon would not inflate due to the shaft damage. A review of the complaint handling database found four similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.5x 15 mm nc trek referenced is being filed under a separate medwatch report.